Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a review of trending data, and a review of product labeling. While troubleshooting the issue, crystallization of trigger fittings and the sample line fittings was observed, the trigger level sense connections were inversed and the tubing between the vacuum pump was loose. Service replaced the face seal fitting repair kit and determined the part the likely cause. The issue was resolved with the replacement of the part. A review of the service history of the ai01159 verifies no subsequent issues have been reported. No contributing factors in the month prior and subsequent the current complaint, were identified. No trends were identified. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported (B)(6) toxoplasmosis igg and cmv igg results, when processing on the alinity I. The following data was provided: (B)(6). No impact to patient management was reported.